Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 6f sheath in the right femoral artery). The deployment was unremarkable with the exception that it was reported that there was resistance during delivery of the procoagulant. The pt developed pain immediately post-deployment and was sent to surgery for a surgical fogarty thrombectomy. Flow was re-established and the pt was discharged 5 days post-op. No further complications were reported.